Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Height: cm:76. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "3m po valve is blocked. Explanted." Additional patient information has been requested. When additional information is received a follow up report will be submitted.

Manufacturer narrative:
Investigation: we performed a visual inspection of the catheter. It was noted that a second, shorter piece of catheter was attached to the end of the catheter with a suture. Next we tested the permeability and the integrity of the catheter. It was shown that the catheter was permeable but that the integrity of the catheter was compromised at the sites of the suture. Based on our investigation, we confirm that the catheter is compromised and leaks at the site of the suture. It should be noted that puncturing the catheter (for example with a suture) can compromise the integrity of the catheter and the proper functioning of the shunt system.